Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction: correction: annex a code updated to more accurately reflect reported issue. Device evaluation: one physical sample was provided to our quality team for investigation. Through visual inspection, the connection stick of the adapter is observed to be broken, verifying the reported concern. There is no other visible defect that can be identified to indicate why the breakage occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the connection stick broke as a result of the force used when engaging/disengaging the device. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: material # unknown batch # unknown the technician who was manipulating the hazardous csp was present for optima training by the bd staff. The technician had a syringe with an n35-o attached. The syringe contained carboplatin. The technician connected the n35-o to the c100-o (which was inserted into the spike port of an ns container. After injecting the carboplatin, the technician attempted to remove the syringe from the infusion adapter with the usual process. Instead of the n35-o decoupling from the c100-o the connector portion (the part that looks like a c-35-o) broke off of the c100-o and remained lodged within the n35-o. Hazardous csp then began leaking from the open side of the , now broken, c100-o.